Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that no previous injury has been reported for this failure mode and no injury has been reported for this procedure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during operation, the cr femoral impactor did not unlock after impacting final implant. The instrument had to be forced off to complete the surgery due to there was no backup available. The procedure was completed without delay. No injury or patient impact has been confirmed yet.